Manufacturer narrative:
Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The foreign material could not be identified. The event can be prevented by handling the device in accordance with the following sections of the IFU: chapter "preparation and inspection of the instruction" chapter "reprocessing of the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the customer did not presoak the endoscope in the detergent solution and the air/water nozzle/channel was not flushed with the detergent solution.

Event description:
It was observed that during the device evaluation, foreign material was exhibited in the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.